Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient was treated with coolsculpting and experienced severe pain during the treatment. Immediately post treatment, the patient experienced bruising. Three months post treatment the upper area of the right hip experienced an indentation. The patient also reported she experienced excessive weight loss. No additional information from the patient or the treatment office has been provided. Due to insufficient information, device info is not documented.

Manufacturer narrative:
H11 corrected data or changed info: d4 h6.

Event description:
Allergan aesthetics received new treatment information of a patient who received "6 cc of renuva injected into right posterior thigh" sometime in (B)(6) 2021.

Event description:
Patient reported voluntary medwatch: mw5151014 and mw5151935.